Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. The alleged event is confirmed since the incident was caused by the user. The cause of the reported event of peritonitis was attributed to touch contamination due to a breach in aseptic technique. There is no allegation of cassette malfunction. In addition, was review the user guide p/n 480145 and states as a warning before starting and at the ending of treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿ also on step 8 (ending treatment) states clearly the steps for an aseptic disconnection. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support and reported the patient has peritonitis and has to do manuals. Upon follow up, the pdrn stated the patient was experiencing abdominal pain. A s a result, the patient was seen in the outpatient pd clinic on (B)(6) 2022 and had a pd culture obtained. Per the pdrn, the pd culture generated growth of yeast. The patient is being treated with intra-peritoneal (ip) vancomycin 2 grams every 5 days and oral fluconazole 200 mg daily for 21 days. The patient is continuing pd treatment with the same cycler without any issues. The pdrn stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to a breach in infection control at home whereby it was stated the patient does not regularly bleach the stay safe organizer as instructed. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the stay safe organizer/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a stay safe organizer/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be associated with several aspects of breach in compliance to infection control procedures involving the pd treatment. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in infection control as the patient was not regularly bleaching the stay safe organizer as instructed by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support and reported the patient has peritonitis and has to do manuals. Upon follow up, the pdrn stated the patient was experiencing abdominal pain. As a result, the patient was seen in the outpatient pd clinic on (B)(6) 2022 and had a pd culture obtained. Per the pdrn, the pd culture generated growth of yeast. The patient is being treated with intra-peritoneal (ip) vancomycin 2 grams every 5 days and oral fluconazole 200 mg daily for 21 days. The patient is continuing pd treatment with the same cycler without any issues. The pdrn stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to a breach in infection control at home whereby it was stated the patient does not regularly bleach the stay safe organizer as instructed. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.